Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a rod bender was found to have broken off during a routine inspection. It is unknown how or when the device was being used when it broke.

Manufacturer narrative:
UDI: na. Additional information: (ethnicity), (methods, results and conclusions) - the returned bender was evaluated. The tip was found to have fractured off as reported. The cause for the failure cannot be determined as the fractured device was discovered outside of surgery and there was no specific event reported that could have caused the failure. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that the tip of a rod bender was found to have broken off during a routine inspection. It is unknown how or when the device was being used when it broke.